Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while screwing the right ventricular (rv) lead into the cardiac resynchronization therapy defibrillator (crt-d), a pace defect occurred and the problem could not be solved. The device was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.